Event description:
Customer reports passing out; his spouse attempted to obtain blood glucose result on the advantage system, but states that it would not register. Customer was taken to the hospital where he had a blood glucose result of 932 mg/dl obtained on a professional device. Requested return of suspect device and replacement was sent.